Event description:
It was reported by the customer that during a lap total hysterectomy, fifteen minutes into the surgery the device stopped working. The jaws would not open and close. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.